Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter read inaccurately high in comparison to the patient¿s feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to provide further information when attempted by medical surveillance (ms). The reporter stated that the week prior to (B)(6) 2016 the patient obtained a result of in the ¿400s mg/dl¿ range. It is unknown what medication, if any, the patient takes to manage her diabetes but the reporter stated that the patient increased her insulin dose in response to the alleged issue. The reporter stated that the patient developed symptoms as a result of the meter issue but could not specify what symptoms and that the patient received unspecified treatment from a healthcare professional (hcp). The reporter also stated that the patient obtained a result of ¿in the 100s¿ on a continuous glucose monitoring device but could not specify when. During troubleshooting the cca noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly received medical intervention from a hcp and it cannot be ruled out that the meter caused or contributed to the event.